Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 368 mg/dl. Customer reported she had high sugars last couple of days ranging from blood glucose 300 mg/dl to 468 mg/dl. Customer last 2 days high sugars and this am ate breakfast blood glucose 198 mg/dl and continued to rise despite corrections with insulin pump and manual injection. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.